Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 73mm diameter abdominal aortic aneurysm. On 4 year follow up it was reported that a type ib or potentially a type ii endoleak was observed during a follow up CT. Intervention was carried out with coiling of the left hypogastric artery and extension of the left iliac to resolve the endoleaks. As per the physician, the cause of the event was due to disease progression of the left iliac. No additional clinical sequelae were reported and the patient is fine.